Manufacturer narrative:
On 2-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and when the device was connected to the piu (patient interface unit) there was no ECG (electrocardiogram) record on carto and ep (electrophysiology) system. This issue occurred while the catheter was inside of the patient's body. When the catheter was disconnected from the piu, the ECG recording came back immediately. Two cables were replaced and nothing has changed. Catheter was replaced and problem was solved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device number lot 31079552m and no internal actions related to the complaint were found during the review. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and when the device was connected to the piu (patient interface unit) there was no ECG (electrocardiogram) record on carto and ep (electrophysiology) system. This issue occurred while the catheter was inside of the patient's body. When the catheter was disconnected from the piu, the ECG recording came back immediately. Two cables were replaced and nothing has changed. Catheter was replaced and problem was solved. No patient consequences were reported.